Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported this crt patient was involved in an automobile accident and subsequently expired. The cause of death could not be determined; however, at this time death due to cardiac causes is unknown. Additional information was requested but was not received. Related manufacturer reference number: 2938836-2019-01790, 2938836-2019-01804, 2017865-2019-03765.